Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept shutting down in the middle of the night without a warning. Customer's blood glucose level was over 500 mg/dl. The customer reverted to her old insulin pump. The display was blank but not currently. The insulin pump alarmed failed battery test, insulin flow blocked, and pump error 23. The customer did not receive a failed battery test after troubleshooting. The insulin flow blocked alarm was resolved by changing the infusion set and reservoir. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.